Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set insertion without removing the needle event on 25-jul-2024 due to which the patient was having adhesive issues. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 8.